Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized due to diabetic ketoacidosis. While hospitalized, it was found that cannula was bent. Customer's blood glucose was not reported. Caller was advised on considering changing infusion set type due to customer's body type. Troubleshooting was not performed due to customer not being available with insulin pump. Customer would call back for troubleshooting.